Manufacturer narrative:
The pth reagent lot number expiration date was jan-2021.

Manufacturer narrative:
The customer's calibration and qc recovery were found to be acceptable. Based on the available data, a general reagent issue could be excluded. The customer's instrument alarm trace and pre-analytical sample handling information were requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The customer ran qc material as a patient sample and no issues were found; the results were reproducible. The field service representative (fsr) performed application maintenance but some parameters failed calibration and qc was not acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys pth (pth) on a cobas e 411 immunoassay analyzer. The initial result was 87.83 pg/ml. The repeat result was 264.1 pg/ml. The sample was repeated again in a different laboratory with a result of 370.3 pg/ml. The questionable result was not reported outside of the laboratory. The pth reagent lot number was 432028; the expiration date was not provided.